Manufacturer narrative:
Consumer reported that the product caused conjunctivitis, red eye and sensitive eyes. Consumer switched to another product and symptoms resolved. The complaint sample was not returned to the manufacturer for evaluation. Attempts to collect additional medical information have been unsuccessful. A review of the lot device history records show that the product was manufactured, packaged, and released according to global and plant product specifications. Based on information available, no causal factors can be determined and no conclusion can be drawn.

Event description:
Consumer reported that the product caused conjunctivitis, red eye and sensitive eyes. Follow up with the consumer confirmed redness and discomfort. These symptoms appeared about 1 hour after inserting lenses. The consumer is allergic to pollen, and when these symptoms occurred, a doctor was seen. Consumer states the doctor diagnosed a corneal abrasion and eyelid epithelial abrasion. The consumer was treated, but does not remember the name of the medication. Consumer reported that the eye was "enswathed" for 1 month and was not able to wear contact lenses for 3 months. Requested consumer to send doctors report but despite our efforts, did not receive the report. Consumer does not have any concomitant disease or drug use. Consumer thinks that the adverse events were due to the product. Consumer switched to another product and symptoms resolved.